Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual examination found that the coil was severe stretched. The coil wire was covered in blood. A visual and tactile examination found no damage or any issues with the pusher wire. A visual and tactile examination found no damage with the introducer sheath. The introducer sheath was covered in blood. A visual and tactile examination found the twist lock was fully opened. Microscopic examination of the pusher wire found no damage or any issues with the interlocking arm. The proximal end has a smooth surface. Microscopic examination found that the coil was severely stretched. The interlocking arm was broken and not received. The zap tip has a smooth surface. Dimensional inspection of the delivery wire found that the wire length, outer diameters of the weld, wire arm and wire zap tip were within specification. Dimensional inspection of the main coil found that the number of distal fiber bundles, number of proximal fiber bundles, and outer diameters of the zap tip and primary coil were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu indicates as a caution "if significant friction is encountered during coil advancement, vigorously inject heparinized saline through sideport of rhv. If flushing does not rapidly resolve friction, immediately remove coil from delivery catheter to prevent damage to the coil.". (B)(4).

Event description:
Reportable based on device analysis completed on 19-mar-2018. It was reported that the coil failed to detach. The target lesion was located in the pulmonary arteriovenous malformation. A12mm x 20cm interlock¿-35 was selected for use. During the procedure, it was noted that the coil could not be deployed. The coil was then retrieved. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine. However, device analysis revealed that the interlocking arm was missing.